Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2015 at 12:09:18. During night drain cycle seven, the patient's ultrafiltration reading was 1322ml, indicating the home patient drained 1322ml more than their maximum programmed fill volume of 2000ml. No further information was available.

Manufacturer narrative:
(B)(6). The device was received and an evaluation was performed to investigate this event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause of the issue could not be determined. Should additional relevant additional information become available, a supplemental report will be submitted.